Event description:
A customer contacted beckman coulter inc. (Bci) stating that a compartment of the triglyceride reagent has a broken neck. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.